Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2026, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-feb-2026, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had lead revision because her leads slipped down about one vertebral level and were not giving her relief. The issue was resolved.